Event description:
I had morpheus 8 done in (B)(6) 2025. In (B)(6) I started noticing fat loss in my face. I noticed an indention on the right side of my face. I am noticing fat loss in my checks and nasal folds and temples. I am having a burning sensation in my cheeks.